Event description:
A customer reported that blood was observed on the internal side of the pressure monitoring lines on four system 1000 hemodialysis machines. There was no patient injury or medical intervention associated with these incidents. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use.